Manufacturer narrative:
A ge service representative performed an onsite investigation. The I/o pcb ribbon cable connection was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.